Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. Data logs show alarms for impella position in the aorta during the 30-minute repositioning of the device at p level 2. As per the clinical details, doctor encountered difficulties while repositioning the impella. Despite efforts, optimal positioning couldn't be achieved, leading to the insertion of a new impella due to red urine and plasma free hemoglobin was given. The cause of the hemolysis issue was most likely improper positioning of the device, based on given clinical details and data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male was implanted with an impella cp device for mechanical circulatory support. Patient was brought back to the cath lab after multiple attempts on the unit under echo to reposition impella, the pump was facing posteriorly towards mitral valve, upon trying to reposition the impella in cath lab, a pigtail caught and it was unable to get optimal position, patient plasma free hemoglobin 430 and having red urine. A decision to pull impella back into aorta and attempt to reposition; however, physician was unable to get pump into optimal position, a plan to use re-access port and place 0.035 wire to maintain access and place a new impella.